Event description:
It was reported, the implant was retrieved from the freezer that was kept at -20 degrees. The implant was opened within 30 seconds. Upon insertion into the pt, it had already expanded beyond use.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.